Manufacturer narrative:
Product analysis conclusion; the reported migration and distal endoleaks were confirmed on the films provided; however, the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that disease progression with loss of seal over the duration of implantation of the device may have been a factor in the occurrence of the observed events. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. B5. Additional information received; it was reported both limbs contained a type ib endoleak medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: unk-cv-sr-endurant, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac stent graft system was implanted in the patient for the endovascular treatment of a 92 mm abdominal aortic aneurysm. It was reported that approximately 31 months post index procedure, a type ib endoleak was observed with both limbs appearing to be pulled out of the common iliac artery. Intervention was performed the following day with embolization of both sides of iia, additional limbs were implanted on both sides to extend to eia. As per the physician the cause pf the event could not be determined. No additional clinical sequalae were reported and the patient is fine.